Event description:
An abbott employee states that the cell-dyn 16 control assay disk was uploaded on the cell-dyn 1700 instrument using factory-set units (selection 1). When changing "factory" to si units (selection 3), the assay limits on the range entry page and quality control log page do not match for hgb, mch, and mchc. Also the improper out of range flagging was observed in the quality control log. There was no impact to patient's management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.